Event description:
It was reported that high capture thresholds and low sensing had been observed on the right ventricular lead. No patient symptoms were reported. The lead was capped and replaced during a system upgrade procedure. The patient was noted to be stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.